Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 405181 lot 8218535 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Multiple inspections are done to comply with standards are completed as part of acceptance criteria disposition. The batch and manufacturing records were reviewed no discrepancies were reported. Batch 8218535 did not have any problems through the subassembly nor molding process. No corrective actions are required at this time. Bd needles are molded to comply with iso 594 standard. Multiple inspection to comply with standards are completed as part of acceptance criteria disposition. For complaint lot, manufacturing records were reviewed, and no discrepancies were reported. Lot 8218535 did not have any problems thru the subassembly nor molding process. Thus, in process and final inspections specially to test iso luer dimensions and leak test were performed with successful results.

Event description:
It was reported that spinal fluid leaked due to crack at the needle hub with bd needle spinal s/su 22ga 3-1/2in quincke. The following information was provided by the initial reporter: material no: 405181 batch no: 8218535. It was reported that spinal fluid leaked from a small crack in the needle. Issue we had regarding the spinal needle # 405181. When it was being used with a patient, spinal fluid began leaking out from a small crack¿ the department removed the needle straight from the box that it had been shipped in with the packaging securely around it. Additional customer's response to info request states: ¿ please confirm where the crack was located (i.e. Side of the needle, needle hub, etc.).- crack was located at the needle hub; ¿ was any medical intervention or other actions taken as a result? No; ¿ are you able to provide any patient identifiers (i.e. Initials, gender, weight, etc.)? Average size patient, female; ¿ was any staff exposed to the spinal fluid? No; ¿ is the affected sample still available to be returned for investigation? No it was discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that spinal fluid leaked due to crack at the needle hub with bd needle spinal s/su 22ga 3-1/2in quincke. The following information was provided by the initial reporter: material no: 405181. Batch no: 8218535. It was reported that spinal fluid leaked from a small crack in the needle. Issue we had regarding the spinal needle # 405181. When it was being used with a patient, spinal fluid began leaking out from a small crack. The department removed the needle straight from the box that it had been shipped in with the packaging securely around it. Additional customer's response to info request states: please confirm where the crack was located (i.e. Side of the needle, needle hub, etc.). Crack was located at the needle hub. Was any medical intervention or other actions taken as a result? No. Are you able to provide any patient identifiers (i.e. Initials, gender, weight, etc.)? Average size patient, female. Was any staff exposed to the spinal fluid? No. Is the affected sample still available to be returned for investigation? No it was discarded.